Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed due to a faulty mixing pump. Mixing pump was replaced. Device underwent 2k pm. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, e, f, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that an error 113 (reduced water temperature control) occurred on the arctic sun device. Customer ordered a preventative maintenance. As per follow up information received email on 12dec2022, there was no patient involvement. An error 113 (reduced water temperature control) was a pump issue that indicates a temperature problem.

Event description:
It was reported that an error 113 (reduced water temperature control) occurred on the arctic sun device. Customer ordered a preventative maintenance. Per follow up information received email on 12dec2022, there was no patient involvement. An error 113 (reduced water temperature control) was a pump issue that indicates a temperature problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.